Manufacturer narrative:
The reported issue was addressed with phone support. The customer used a new monopolar curved scissors (mcs) tip and continued with the procedure. No site visit was conducted. The system was working properly, and no additional action was required. The mcs tip along with the silicone sheath were discarded. Therefore, failure analysis of the product related to the complaint cannot be performed. Site history review: a review of the site's complaint history does not show any additional complaints related to this product, and/or this event. System log review: verification of the product and event details cannot be performed via system logs because system logs do not exist (single port (sp) does not have connectivity at this time). Image/video review: no image, or video clip for the reported event was submitted for review. This complaint is reportable due to the following: the tip cover accessory, when used as intended, provides insulation over a section of the monopolar curved scissors instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) tip with tip cover and sheath fell inside the patient. The customer was able to retrieve all pieces during the same procedure. The customer used a new mcs tip and continued to complete the procedure as planned with no injury to the patient. All fragments were retrieved, and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the issue to occur. The product is not implantable. There was insufficient product information available to determine the manufacture date.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) tip and the instrument sheath cover fell inside the patient. The customer was able to retrieve all pieces during the same procedure. The customer used a new mcs tip. The site continued to complete the procedure as planned with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the monopolar curved scissors (mcs) instrument and the tip were inspected and there was no damage noted. The tip was inserted and tested properly. The tip worked for most of the case until there was an internal instrument collision, which caused the tip to be dislodged and the silicone sheath that cover the instrument fell into the patient¿s abdomen. The surgeon was dissecting when the internal instrument collision occurred. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument was used for an hour. The surgeon retrieved the silicone sheath and continued the procedure with a new mcs tip. The dislodged mcs tip was discarded. No patient related information is available.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (msc) instrument associated with the complaint and completed the device evaluation. Failure analysis did not confirm/replicate the reported complaint. The instrument was found to have no damage at the distal tip. The accessory mcs tip adapter was not returned with the instrument. The instrument was found to have the main tube broken. No material was found missing. This failure is caused by the user mishandling/misuse of the instrument.